Event description:
It was reported that the patient complained of a chest pain when lying down. Upon further analysis, a CT scan showed that the atrial leads helix was breaking through the atrium wall. The physician opted to explant the atrial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).